Event description:
It was reported that approximately 4 yrs post filter deployment, a CT scan demonstrated a tilted filter that perforated the ivc and 2 detached filter limbs. Surgery was performed to successfully remove the vena cava filter from the ivc. The patient status at this time is unk.

Manufacturer narrative:
A manufacturing review was not performed as the lot # was not provided. The device was not returned for evaluation and images were not provided for review. However, medical records were provided. Based on the medical record review, the investigation is confirmed for filter tilt, perforation of the ivc, and 2 detached limbs. Based upon the available information, the definitive root cause for this event is unk. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: based on the medical record review, the investigation is confirmed for filter tilt, perforation of the ivc, and two detached limbs. The medical records also allege the patient experienced an acute non occlusive pulmonary embolism nearly four years after the filter was implanted. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Movement, migration or tilt of the filter are known complications of vena cava filters. Potential complications: procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Possible complications include, but are not limited to, the following: movement, migration or tilt of the filter are known complications of vena cava filters. Filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Perforation or other acute or chronic damage of the ivc wall. - acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. Filter tilt - filter malposition all of the above complications have been associated with serious adverse events such as medical intervention and/or death. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.